Manufacturer narrative:
Analysis was normal. No anomalies were found. Further information was requested but not received.

Event description:
It was reported that patient presented for implant procedure. During the procedure the left ventricular (lv) lead was unable to be implanted due to patient anatomy and proper lateral branch. The lv lead was implanted at a posterior lateral position, but upon implant of lv lead phrenic nerve stimulation was noted. The physician opted to explant and replace the lead, a new lead was successfully implanted. Patient condition was unavailable.